Event description:
Same case as 2134265-2013-05253, 2134265-2013-05252. It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in an unspecified vessel. A 4.0 x 16mm promus element plus stent was preferred to be used and when taken out of the package, the stent strut was lifted up. A 4.0 x 28mm promus element plus stent was grabbed in exchange and was advanced to the lesion; however, the stent was unable to be deployed. When the device was removed from the patient it was noted that the stent was damaged. A 4.0 x 24mm promus element plus stent was used instead and it was noted that this stent was damaged as well. All 3 stents were "crushed up" in the middle. The procedure was completed with a 4.0 x 16m promus element plus stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged. Struts in the fourth and fifth most distal rows were lifted and pushed outwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as 2134265-2013-05253, 2134265-2013-05252. It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in an unspecified vessel. A 4.0 x 16mm promus element¿ plus stent was preferred to be used and when taken out of the package, the stent strut was lifted up. A 4.0 x 28mm promus element¿ plus stent was grabbed in exchange and was advanced to the lesion; however, the stent was unable to be deployed. When the device was removed from the patient it was noted that the stent was damaged. A 4.0 x 24mm promus element¿ plus stent was used instead and it was noted that this stent was damaged as well. All 3 stents were "crushed up" in the middle. The procedure was completed with a 4.0 x 16m promus element¿ plus stent. No patient complications were reported and the patient's status was fine.